Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during procedure, the lead could not be connected to the pulse generator due to the set screw would not fix the lead. The physician elected to not use the device and implant another. There were no adverse consequences reported on the patient.

Manufacturer narrative:
The reported field event of set screw rotation difficulty was not confirmed in the laboratory. The device was tested on the bench and no anomalies were found. Visual inspections found that the ra septum was damaged and the setscrew was missing. Ra septum damage is consistent with forced removal of the set screw. Without the setscrew, the reported event could not be confirmed. Header and connector inspection did not find any anomalies relating to the reported event.